Event description:
Reportable based on device analysis on (B)(4) 2013. It was reported that during a left iliac vein embolization, resistance was encountered while advancing the coil. The target lesion was located in the left internal iliac vein. A 4f imager ii bern catheter was selected and advanced through an unspecified 4f introducer sheath to the target lesion. The rotating hemostatic valve was then attached to the proximal end of the imager catheter. The system was then flushed with heparinized saline. After flushing, a 0.35 8mm x 20 cm interlock 2d detachable coil was then selected and advanced through the valve. Resistance was then met and the valve was tightened. An attempt to advance the device into the bern catheter was done; however, significant resistance was then met. The device was then removed. Upon inspection of the device, it was noted that the tip of the coil delivery sheath was misshapen. Attempts to reshape the coil delivery sheath were done using the proximal end of the bentson wire. The coil was then tested to observe if it would freely move into the coil delivery sheath and it was noted to do so. The device was then reinserted into the rhv after thorough flushing of the bern catheter and the coil delivery sheath; however, resistance was still met. Multiple attempts were then done to deliver the coil were unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. However, device analysis revealed a fiber bundle detachment.

Manufacturer narrative:
Age at time of event: ¿under the age of 50.¿ device evaluated by manufacturer: the device was returned for analysis. A coil was returned inside an introducer sheath with the interlocking arm protruding from the distal end just above the twist lock. Visual inspection was performed and the coil was noted to be stretched and slightly kinked proximally while the introducer sheath was noted to have no damage. Microscopic inspection was performed on the interlocking arm and no damage was noted. The number of proximal fiber bundles did not meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).